Manufacturer narrative:
No sample is available for the MFR to evaluate.

Event description:
The event is reported as: the customer reported the following: the doctor has some problems deflating the balloon. This incident has happened two times with two different pts. No reported pt injury.